Event description:
The customer reported, filament regulator error displayed on c-arm. No pt injury was reported.

Manufacturer narrative:
The service rep could not get system to reproduce issue. The rep checked battery voltage, checked filament current error voltage, and re-calibrated the tube filaments without issue. Believed batteries may have been low and in need of recharge. Verified system operation, system operating as intended.